Event description:
Clinical study. It was reported that in 2004 during a drug eluting stenting treatment procedure the taxus express 2 drug eluting stent was unable to be implanted. The lesion being treated was a 2.5mm 99% stenosed severely calcified, severely tortuous vessel. The physician tried to place a taxus express2, 8.8% 2.50x16mm drug eluting stent in the mid right coronary artery. The shaft bent and then broke off. The system was removed and a medtronic 2.5x15 5660 was then placed with no difficulty. The pt was discharged the following day on aspirin and plavix. Additional information has been requested.